Event description:
It was reported that the anesthesia system needed the replacement of a pressure transducer pc board. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and reported that although parts such as the expiratory channel pcb and three pressure transducer pcb:s were replaced, the reported issue was solved by replacing the patient cassette. Successful checks and functional tests were carried out and the anesthesia system was cleared for clinical use. The replaced parts were kept by the hospital and cannot be investigated further. We have not received any device logs and the reported issues can therefore not be confirmed and the true cause of the issues cannot be determined. The fields # d1 brand name, # d5 version or model and # d4 unique identifier (UDI) and have been updated.